Manufacturer narrative:
Unit received unexpected restart error alarmed after battery change and resets time/date to factory default due to c13 voltage leak at interface board. Pump passed the displacement test, self test and failed unexpected restart error alarm test due to c13 voltage leak at interface board. Insulin pump received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and cracked case reservoir tube window corner. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Customer was able to clear the alarms and rewind pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.